Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. The console was returned for investigation and was tested upon return. The cause of the issue was a defective component.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant reported that during a routine automated impella controller (aic) cassette change, while supporting a patient, the purge disc holder broke off. The aic was replaced successfully.